Event description:
It was reported during an ablation procedure, when the physician aspirated through the sideport; air flowed into the tube. Another device from the same reorder, different lot was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Methods: fluid pressure testing. Inspection of the returned catheter revealed that blood was observed throughout the introducer and dilator. A kink was observed 33.4 inches proximal from the tip end, at the base of the dilator hub. There were no functional deflection anomalies identified during testing. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a hole .018 inches round in the top half of the seal system, which caused the leak. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.